Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis indicated a false alert for lead impedance out of range. It was noted a false superior vena cava (svc) defibrillation impedance out of range alert occurred on (B)(6) 2016.

Event description:
It was reported that the patient presented due an alarm heard from the implantable cardioverter defibrillator (ICD), which indicated the ICD triggered an out of range impedance alert for the superior vena cava (svc) coil of the single-coil right ventricular (rv) lead. It was noted there was a suspected incorrect measurement and/or fluid in the header of the ICD. The svc impedance alert was programmed off and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.